Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17698725 presented no issues during the manufacturing process that can be related to the reported complaint. The product will not be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a non-cordis guidewire crossed the stenosis part approximately 6cm. After that, the vessel was measured a diameter with an ivus, and confirmed that there was new little calcification of the lesion. A saber rx 4mm 30cm 155 was inserted with the guiding catheter and delivered to the lesion. However, it ruptured at 4atm. The saber was removed from the patient, and there was no patient injury reported. The device will not be returned for analysis because of the infectious disease. The lesion was the iliac artery. Access site was the femoral artery with a non-cordis guiding catheter.

Event description:
As reported a non-cordis guidewire crossed the stenosis part approximately 6cm. After that, the vessel was measured a diameter with an ivus, and confirmed that there was new little calcification of the lesion. A saber rx 4mm 30cm 155 was inserted with the guiding catheter and delivered to the lesion. However, it ruptured at 4atm. The saber was removed from the patient, and there was no patient injury reported. The device will not be returned for analysis because of the infectious disease. The lesion was the iliac artery. Access site was the femoral artery with a non-cordis guiding catheter. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The patient is currently doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a 4x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted with the guiding catheter and delivered to the lesion; however, it ruptured at four (4) atmospheres (atm). The saber was removed from the patient, and there was no patient injury reported. The lesion was the iliac artery. Access site was the femoral artery with a non-cordis guiding catheter. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. A non-cordis guidewire crossed the stenosis part approximately 6cm. After that, the vessel was measured at the diameter with an intravascular ultrasound (ivus), and confirmed that there was new little calcification of the lesion. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The patient is currently doing fine. Additional procedural details were requested but are unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17698725 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (little calcification) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.